Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the abl90 flex plus analyzer (serial number: (B)(6)) displayed error messages 0521: inhomogenous sample error (causes 1387: glu not usable) and 1070: cl- response error. However other parameters result reported without error message some including ph, hco3 appear to be discrepant. The following ph measurements were obtained: 7.340 and 7.601. Pco2 measurements of 38.0mmhg and 47.2mmhg were obtained too.